Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) oversensed noise via the associated defibrillation lead. According to the field representative, the noise had the appearance of electromagnetic interference (emi). Attempts to evoke noise using clinical maneuvers were unsuccessful and no subsequent noise has been reported. The physician has tentative plans to add a separate pacing lead to this system. Additional information indicated that the lead was explanted and replaced with a new defibrillation lead. The device was also explanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to a compromised low-voltage capacitor, which resulted in a high current condition. In spite of this compromised capacitor, testing confirmed that the device had normal pacing, sensing, and defibrillation therapy functions.